Manufacturer narrative:
This report is submitted on oct 04, 2021.

Manufacturer narrative:
This report is submitted on august 11, 2021.

Event description:
Per the clinic, the patient experienced poor performance with the device due to incorrect placement of the electrode array. The device was explanted on (B)(6) 2021 and the patient was reimplanted with another cochlear device during the same surgery.